Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, on the first firing, when they tried to fire the device, but it was unable to be fired. The reload indication on the display was "0". Upon checking they found out that the device was pre-fired. They then used another shell and reload to resolve the issue in order to complete the case. The surgical time was extended by less than 30 min. There was no patient injury.